Event description:
This pt had removal of bilateral silicone breast implants. The MFR is unknown. The implants are double lumen with minimal saline found in the outer lumen compatible with outer shell rupture. The inner shell appeared intact. There was a slight sticky film on the surface of the implant. The microscopic exam reported this as fibrosis and histocytic reaction.